Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had blisters and hematoma at the device implant site due to infection. Pocket revision was performed and dark area of skin was removed, and the implantable cardioverter defibrillator, the right ventricular lead, the left ventricular lead and the right atrial lead remained implanted. The patient was in stable condition.

Manufacturer narrative:
Correction: upon review, the lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.